Event description:
It was reported that the right atrial (ra) lead was damaged during a prophylactic extraction of a different lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned in segments and anomalies were found. However, all conductors were stretched and the outer insulation had a cosmetic depression. Blood was present in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed apparent explant damage.